Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips healthcare that the device displayed a power interrupted message. There was no report of adverse pt impact.